Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from a range of 2400-2700 ohms last year to 2500-3000 ohms currently. Threshold and shock impedance have been stable and within normal ranges. In-clinic provocative maneuvers were performed, and it was noted there was no sign of lead impairment. The rv output was adjusted, the patient will be closely followed via the latitude remote patient monitoring system, an x-ray will be performed, and the health care professional (hcp) will then decide if more invasive testing is indicated. No adverse patient effects were reported. This lead remains in service.